Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver failed to charge and was perpetually rebooting. The receiver was open and the ui pcba detached to perform download and passed. The functional testing could not be performed. The receiver passed an internal visual inspection. The reported event of an overheating or shocking device was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product or data were returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.